Event description:
A customer reported to beckman coulter, inc. (Bec) of obtaining erroneous positive result for ecstasy for one (1) patient. The result was generated on the ecstasy calibration cut-off value was 146.4 ma/min and the patient result was 168.6 ma/min. The sample was confirmed negative by a recommended confirmatory method prior to reporting. The confirmatory method was a quantitative test and the result was negative when compared to a standard of 200ng/ml. This was a sample specific event. No other samples were in question. No other drug screen analytes run with this sample were in question. No instrument malfunction was determined. Patient treatment was not affected in regard to this event.

Manufacturer narrative:
The sample was urine. Microgenics dri ecstasy assay is an approved for use OEM user-defined product and manufactured by microgenics. The root cause appears to be a sample specific drug interference response.